Event description:
The pt had an uneventful prostatron (protocol tumt 2.0) treatment on 10/9/97. On 12/2/97, the pt returned for a f/u examination. The physician diagnosed a prostato rectal fistula approx 2-3 mm in diameter. The pt had been experiencing urinary retention for the four weeks before the initial prostatron treatment. Following the diagnosis of the fistula, a urethral catheter was positioned to allow the fistula to heal on its own. The attending physician does not expect further intervention to be required, and expects the fistula to heal on its own. As of 1/24/98, no further info is available.